Event description:
A non-healthcare professional reported an thin flaps and corneal hazing with no serious injury or no permanent impairment or damage with no intervention, during surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During technical site visit, fse (field service engineer) completed preventive maintenance, measured cut depth multiple times and confirmed that cuts are within specification without any adjustments. Fse observed excessive dust around the laser room during inspection. Reported inspection findings to clinical specialist. No technical root cause was identified. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).